Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that the event occurred prior to use and not during use.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and after viewing the log, there is a possibility that the device was running without passing the short self test (sst). After a sst, normal operation was confirmed and the device was returned to use.

Event description:
It was reported that on an 840 ventilator, during use, the backup alarm was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.